Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-602a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, with 87,180 joules used and 60 minutes time expended, the surgical fiber end/tip broke/damaged was noted. The fiber was replaced and the procedure was completed using a second surgical fiber. Patient outcome: "no serious injury¿ was reported.